Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance, operation issue, helix failure to extend and helix failure to retract. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.